Event description:
The customer reported high ventricular pacing thresholds (3v/1ms in bipolar and no capture at 7.5/0.4ms in unipolar). The pacemaker was reprogrammed to 7.5v/1ms in bipolar.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.